Manufacturer narrative:
E1. (B)(6).

Event description:
Philips received a complaint from the customer reporting that the display of the v60 ventilator turned black and device function halted while in clinical use. The device was promptly exchanged for an alternative ventilator to continue therapy. There was no patient harm. The device was removed from service. There was no further patient or user impact reported.

Manufacturer narrative:
A philips authorized service provider (asp) confirmed the device powered off. The asp confirmed no injury occurred as a result of this event. The customer elected to have the unit repaired by a third-party service vendor. Specific repair details were not provided. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.